Manufacturer narrative:
H.6. Investigation summary: based on investigation, the nogales team cannot confirm the reported defect because samples and pictures were not provided to perform a better evaluation and investigation. Quality records have been consulted for tracking and trending purposes and the results indicates no occurrence, the maintenance records no reveals any reported issues related to this issue during manufacturing date of the batch. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Event description:
It was reported that during use of the bd connecta¿ multiflo¿ 3-way multiple infusion manifold outside of the tee was found to be wet. After the sterile gauze was dried, check the connection port and find a leakage at the interface. The three-way infusion was immediately replace fixing the leak. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: during the connecta connected with a extension tubing for infusion, it was found the connecta leakage. Replacing a new connecta to solve the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd connecta¿ multiflo¿ 3-way multiple infusion manifold outside of the tee was found to be wet. After the sterile gauze was dried, check the connection port and find a leakage at the interface. The three-way infusion was immediately replace fixing the leak. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: during the connecta connected with a extension tubing for infusion, it was found the connecta leakage. Replacing a new connecta to solve the issue.